Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 1mg/ml at 0.1mg/day. It was reported that a pump replacement was ordered because the patient's pump had been empty for months. The patient's insurance had changed and was unable to get authorization for it to be refilled before it became empty. The pump replacement occurred on (B)(6) 2025. When the doctor removed the pump connector from the old pump, the catheter tore in half, requiring replacement. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. There were no reported diagnostics or troubleshooting performed. The pump segment of the 8780 catheter was replaced with a 8784 catheter. At the time of this report, the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-oct-2024, UDI#: (B)(4). H3. Analysis of the pump revealed no anomalies. Analysis of the catheter identified a broken catheter related to user actions. There was also damage to the transition tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.